Manufacturer narrative:
A partial lead was returned in two segments for analysis. A fracture of the sensing coil was noted at 2.0cm from the connector pin. This fracture is consistent with the observation from the field of oversensing.

Event description:
It was reported that inappropriate hv therapies were delivered due to oversensing. The rv lead and device were explanted and replaced. There were no adverse consequences for patient.